Manufacturer narrative:
D10 concomitant product: sigadaptxl, sig power sigadaptxl linear xl adapter (serial#(B)(6)); sigpshell, sig power sigpshell control shell (lot#n1c0889y); sigphandle, sig power sigphandle handle (serial#(B)(6)) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, in a robotic laparoscopic hartmann¿s procedure, during pouch creation, the device had an unexpected rotation. The adapter rotated clockwise when surgeon toggled down to fire after the reload was clamped onto tissue and green firing button was pressed. To resolve the issue, the reload was opened and the stapler placement was reset to required position in-situ. The issue resulted to tissue damage and minor bleeding which was controlled with monopolar energy.